Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormally shutting down) was confirmed. Upon investigation the monitor was resetting due to multiple power supply shorts on the monitor c/a board. The cause for shorted power supplies was a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's monitor was abnormally shutting down. The patient was issued a replacement monitor.